Manufacturer narrative:
Visual inspection found that the entire hospital was not connected to the primary server. It was found to be that the willow creek site did not have connection to the server. Results of functional testing indicate the routers from the main servers were the issue. The reported problem was confirmed. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer needs to have the site servers and routers evaluated which was scheduled to be completed by (B)(6) 2023. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that not able to import, multiple departments across the hospital are down. The device was in use on a patient. There was no report of patient or user harm.